Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the site was not able to track their pentero microscope. Troubleshooting involved trying 2 microscope cables and were unable to track the bracket. The scope showed connected in the software. They brought in another stealth and still could not track the scope, but still showed connected. They brought in another scope and were able to track that bracket normally. There was no delay to the procedure. There was no impact on patient outcome.